Manufacturer narrative:
Follow-up #1: date of submission 6/30/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: testing was unable to duplicate the ¿humming sound¿ complaint during the 24hr duration test. Last basal delivery was on 05/11/15@ 9:12pm, several power on reset post alarm warnings due discharged replace battery use are observed, no alarms related to humming sound are observed. Unrelated to the complaint, moisture corrosion is observed in the battery canister. The battery compartment is cracked above the bumper pad, leak test failed due battery compartment leak. The pump powers up and displays verify screen, no humming sound or alarm occurred during the investigation, the product performs within specification. The pump¿s cover was removed, no intermittent condition was found, no further moisture ingress was found inside.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue: pump makes a low pitch humming noise once battery is inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).